Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited an increase in impedance to greater than 2000 ohms and an increase in threshold measurements. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded an impedance measurement of 1600 ohms. However when the lead was connected back to the ICD, the impedance was greater than 2000 ohms with high threshold measurements. Since the patient does not pace and is occluded, thus adding a new lead is not an option at this time, the physician opted to leave the existing lead implanted. It was also noted that fluoroscopy was used during the procedure with no significant findings. The existing rv lead and ICD remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture for an unknown reason. The physician was planning another attempt at a revision procedure. It was noted that the patient is not pacemaker dependent. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
A revision procedure was performed where the rate sense portion of the rv lead was surgically abandoned and another manufacturer's pacing lead was successfully implanted. The shocking portion of the existing rv lead remains in service along with the ICD. No additional adverse patient effects were reported.